Event description:
It was reported that patient with this implantable pacemaker was informed in the emergency room that the device may not be working properly. Boston scientific technical services (ts) referred patient to the clinic. This device remains in service. No adverse patient effects were reported.